Event description:
During the procedure a coil was being inserted into the microcatheter and it was unable to be advanced. The coil and catheter were removed. They physician believes that due to intermittent flush a clot formed on the microcatheter. There were no patient complications reported and the patient is reported to be fine.

Manufacturer narrative:
The catheter was disposed.

Event description:
During the procedure a coil was being inserted into the microcatheter and it was unable to be advanced. The coil and catheter were removed. They physician believes that due to intermittent flush a clot formed on the microcatheter. There were no patient complications reported and the patient is reported to be fine.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical analysis cannot be performed. It was reported that continuous flush was not maintained. Per the device directions for use (dfu): "to achieve optimal performance, it is recommended that continuous flow of appropriate flush solution be maintained between a) the renegade fiber braided microcatheter and guiding catheter, and b) the renegade fiber braided microcatheter and any intraluminal device. Continuous flushing aids in preventing contrast crystal formation and/or thrombosis on the intraluminal device and inside the guiding catheter and microcatheter lumens." Although thrombosis is a known and anticipated complications to these types of procedures and are noted in the dfu; a root cause of dfu not followed has been assigned to this event, since continuous flush was not maintained.